Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: product has hair in it. Probable root cause: material/design error. Manufacturing/assembly error. Excessive user force. Severe shipping conditions. Disposable tip rubbing against product. User error.

Event description:
It was reported that there was a foreign body inside the sterile packaging.